Manufacturer narrative:
The s-ICD is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a pocket erosion and an infection. The s-ICD was explanted and the electrode was capped and surgically abandoned. The plan for this patient is to re-implant a new s-ICD when the infection clears. No additional adverse patient effects were reported.